Event description:
The pt was implanted with a smooth saline mammary prosthesis on 7/5/96. Subsequently, the pt experienced breast pain, inflammation and capsular contractur. The device was removed on 7/8/98.